Manufacturer narrative:
The ICD under complaint was not returned for analysis. This report is therefore only based on the analysis of the lead itself as well as the inspection of the quality documents associated with the manufacture of these particular devices as well as the returned device data. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Ilivia 7 vr-t dx df-1 promri: the returned data have been analyzed. The analysis of the available iegms revealed the presence of noise in the atrial as well as the ventricular channel. Besides that, the data showed no anomalies. There was no indication of an ICD malfunction. Plexa promri df-1 s dx 65/15: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis demonstrated 30 cm distal to the is-1 connector pin that the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 25 months, oversensing was reported.